Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr readjusted all of the pneumatics and pressure regulator 6 was out of specification. Completed circuit calibration and functional check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100b ventilator can't get below 15cm on map(mean airway pressure). The customer confirmed that there was no patient involvement associated with the reported event.